Manufacturer narrative:
This MDR related to the (B)(4) mfg site has been assigned a medwatch number from the medtronic (B)(4). Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It is reported that the pt's sensor insulin pump has a scratched screen and it is hard to read. The pt's blood glucose level is 136mg/dl. Trouble shooting was conducted and we explained the possible causes for the alarm. Device is being returned. No further info available.

Manufacturer narrative:
Failure analysis revealed the insulin pump was received with minor scratched lcd window.